Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping/scrolling on their own or frozen screen noted. The insulin pump received with cracked case at display window corner, belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the insulin pump was scrolling while they were in the bolus wizard menu. It was also found the buttons froze when the battery was replaced on the insulin pump. The customer's blood glucose was 176 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.